Event description:
During the unk procedure, dr. Had to open a second stapler due to poor stapler operation. In this event there was also a loss of a load. Following the doctor's report: "in the first shot with the stapler, I felt that it was very slow. In the second, it started the slow stapling again and then stopped. I did the security procedure to unlock the stapler and I requested a new stapler. No occurrence with the patient to report. The surgery was not delayed and completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. D4: batch # 692c47. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45b reload loaded on the device. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 692c47, and no non-conformances were identified.